Manufacturer narrative:
Customer discarded the product.

Event description:
It was reported that during a surgical procedure at the user facility, the base of the tip was broken. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.